Event description:
Boston scientific received information that this right ventricular (rv) lead may have caused or contributed to greater than 2,000 ohms pace impedance measurements at implant in association with the attempted acute implantable cardioverter defibrillator. This rv lead was noted to not seat fully in the device header. The ICD was not successfully implanted as a result and was returned to boston scientific. This rv lead remained actively in service without further issue. There were no reported adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the associated ICD was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. All setscrews and ports were found to be functioning normally. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.